Event description:
The product defect described related to the pt's death, but was not a cause of death. The pt was a pedestrian struck by an automobile. Two weeks later, developed bilateral pulmonary emboli, was anticoagulated, and a vena tech caval filter was placed. The pt developed shortness of breath, collapsed and died. At autopsy, a large saddle thromboembolus was present, occluding the pulmonary trunk and main pulmonary arteries. The vena caval filter was found to be dislodged, and located in the right ventricle of the heart. Some of the thromboembolus was still attached to it. Bilateral lower extremity deep vein thromboses were present. It appeared that the large thromboembolus dislodged the filter, which then came to rest in the right ventricle.